Manufacturer narrative:
The system-1 had been in storage since it was installed and the unit was turned off.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer took the system-1 out of the closet and was going to check it out first before putting on a disposable kit. They turned the system on in the store room and it did not come on as it was not plugged in. They plugged the system in and it started working. That was when they noticed the red light emitting diode (led) on the front of the instrument panel. They left the system plugged in overnight and the green led came on indicating that the batteries were fully charged. They unplugged the system-1 to roll it to the room and the system died. The batteries would not operate with a load on them. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.